Event description:
In 2009, the sales representative reported that during surgery the surgeon was going to implant the speeklink and it fell apart. Additional information received three days later, via telephone from the sales representative. The sales representative reported that during surgery the surgeon was adjusting the speedlink on the back table. When the surgeon was backing out the screw to unlock the center set screw, the surgeon backed it out to much and the speedlink came apart. The surgeon was able to finish the case by adjusting another speedlink and implanted it without difficulty. There was no surgical delay.

Manufacturer narrative:
Product was not implanted. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unk. Evaluation is pending upon the return of the product.